Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the patient presented in clinic for a follow up, atrial lead dislodgement was observed via fluoroscopy. When the patient was repositioning, the lead helix failed to extend. The atrial lead was explanted and replaced. The patient was stable.